Manufacturer narrative:
The doctor reported that a patient experienced the debonding of a veneer that had initially been placed with nx3 dual cure cement. The patient is doing fine and the veneer was recemented. The product was not returned from the doctor, therefore retain samples were tested. An adhesive strength test was performed on enamel with nx3 dual cure cement and optibond solo plus. Another adhesive strength test was performed on composite with nx3 dual cure cement and kerr's silane primer. (The doctor did state, however, that the silane primer he used was a brand other than kerr's silane primer.) The results of the adhesive strength tests were within product specifications. A review of the manufacturing records of each of the products used indicated that there were no non-conformances or variances in the manufacturing process of these products. In addition, no similar complaints were received regarding the product lots in question. These investigation results have led to the conclusion that this incident is an isolated incident and that the cause for the debonds was due to a user or technique-related problem undisclosed by the doctor, and not due to a product failure. - (B)(4): retain sample from same lot was tested

Event description:
On october 28, 2010, a doctor reported that a veneer that had been placed with nx3 dual cure cement de-bonded. This is the first of five reports.